Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations as a result of the right ventricular (rv) lead becoming dislodged. The dislodgement occurred within one month of the initial implant. This dislodgement led to no capture, loss of pacing, no sensing, high thresholds and undersensing. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.